Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a minor bend to the housing near the battery compartment. The customer stated problem was duplicated. Faulty interface board connector on the battery holder assembly was found. Replaced interface board. The cause of the reported problem could not be determined. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac wasdropped and intermittently working. No patient adverse events reported.